Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Pain stomach (and private area) [abdominal pain upper] pain (stomach and) private area [genital pain] string broke off - tampon [device breakage] case narrative: consumer reported via email that the string broke off while trying to change the tampon. No serious injury was reported.